Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual inspection of the returned forcep confirms the tip is bent. This device was manufactured in 2020. This device shows signs of significant wear and usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during surgery the rdce frcps w/ pts brd tips got bent. This clamp would not reduce the fracture. The patient was not harmed. There was no delay in surgery. Another sn clamp was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during surgery the rdce frcps w/ pts brd tips got bent. This clamp would not reduce the fracture. The patient was not harmed. There was no delay in surgery. Another sn clamp was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.